Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. The sample was not returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. (B)(4). [(B)(4)].

Event description:
In a literature article, the authors reported that a (B)(6) year old woman experienced a sensation of increased intraocular pressure (iop). While attempting to gauge her iop using digital palpation, she felt a sudden leak of clear fluid along with a decrease in vision. The anterior chamber was shallowed with partial subluxation of her intraocular lens. The shunt plate was extruding through the superior conjunctiva. The shunt was floridly seidel positive. Posteriorly there were diffuse choroidal effusions. She underwent successful patch graft repair and removal of the shunt. Her visual acuity returned to baseline and her glaucoma is being managed topically.